Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a lap nissen, the needle dropped three times during procedure. New device and reload combinations were tried. Two needles were successfully retrieved with a grasper. One was not and left in the patient's adipose.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received according to the reporter, the patient is fine. This time the doctor could put the first needle through but either when he came out and shifted to do the second side or as he did the second side, it fell off. He has never had it happen this way.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, according to the reporter, the device was difficult to toggle, difficult to load, and difficult to unload.